Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure hypotension occurred and was managed with intravenous sympathomimetic agent . Post-operatively, first-degree atrioventricular block and premature atrial contractions were observed, atrial fibrillation recurred at approximately 22:50, and postoperative hypotension persisted. Continuous vasopressor infusion was initiated at 2 ml/h and increased to 4 ml/h with further adjustments according to blood pressure, and angiotensin receptor-neprilysin inhibitors were discontinued. Electrocardiogram showed first-degree atrioventricular block. A direct oral anticoagulant and cardioselective beta-1 adrenergic blocker were administered prior to the procedure. By the following morning, atrial fibrillation resolved, first-degree atrioventricular block improved to intermittent, blood pressure increased, so the vasopressor was discontinued. The patient was hospitalized from (B)(6) through (B)(6) and deemed sable for discharge. The outcome of this case is unknown. No further patient complicationshave been reported as a result of this event.